Manufacturer narrative:
It was reported that after a 1.5 tesla magnet resonance imaging the hearing impression with the device detoriated. Reportedly, no improvement was observed after exchange of the audioprocessor. However, it was confirmed that the device is still functioning. Furthermore, information was received that the recipient experienced a crackling sound during the MRI. Despite requested no update on patients current hearing performance with the device has been received. This is a final report.

Event description:
After a recent MRI, it was reported that the hearing impression with the device on the right side deteriorated. Despite requested no further information on how the clinic plans to proceed was received.

Event description:
After a recent MRI, it was reported that the hearing impression with the device on the right side deteriorated. According to the clinic, the MRI was conducted at 1.5 t. An implant check wil be done.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.